Event description:
It was reported that a patient had the left atrial appendage (laa) isolated accidentally. During a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. The physician was trying to locate the wire into the left superior vein but placed it in the laa instead, causing it to become isolated. The patient did not present any condition. The procedure was completed successfully with the same device. The device will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
The adverse event related to patient condition cause code was selected based on the information provided within the event description. Although the device was designed for ablation, accidental isolation of the laa indicates off-target use (pulmonary vein), and no adverse event was observed during or after the procedure. The physician mentioned a difficult patient anatomy, where the distance between the laa and the ls was very close. This complaint was unrelated to the farawave catheter and was related to the condition of the patient while the ablation was being tested. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a patient had the left atrial appendage (laa) isolated accidentally. During a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. The physician was trying to locate the wire into the left superior vein but placed it in the laa instead, causing it to become isolated. The patient did not present any condition. The procedure was completed successfully with the same device. The device will not be returned for analysis.